Manufacturer narrative:
Additional information added to h6 and h10. H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician. During visual inspection, the valve membrane of the variable flow valve was observed damaged. During functional testing, the liquid enters the backup battery module, and the leakage of the backup battery leads to the electrification of the ultrafiltration unit shell, which interferes with the ultrafiltration unit and causes its calculation error, thus making the uf abnormal. However, leakage of the variable flow valve may have caused a temporary malfunction of the battery and consequently a malfunction of the uf cell, leading to incorrect ultra filtration without any alarm activation is extremely unlikely. The technician was unable to duplicate the event of ultra filtration error. Due to the nature of the evaluation, no further testing could be performed. The reported condition was not verified. The damaged valve was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ak 96 machine experienced a reverse ultrafiltration event. Prior to hemodialysis therapy the patient weighed 49.8kg with planned ultrafiltration (uf) volume of 2500ml. Dialysis therapy was completed with no issues. Post therapy, the uf volume displayed was 2342ml and the patient weighed 50.2kg. The patient was redialyzed with a different dialysis machine and the ultrafiltration was accurate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.